Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_ 12.6 implantable collamer lens of -3.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024.the patient experienced excessive vault. On (B)(6) 2024 the lens was exchanged for a shorter length lens and the problem resolved. In the reporters opinion the cause of the event was unknown.

Manufacturer narrative:
H6 - health effect- impact code(f): 4629 to 4627 previous code not applicable, secondary surgery for lens explant was reported. B5- the reporter indicated that a 12.6mm vicm5_ 12.6 implantable collamer lens of -3.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced excessive vault. On (B)(6)2024 the lens was explanted. In a separate procedure, that same day, a replacement lens of shorter length was implanted and the problem resolved. In the reporter's opinion the cause of the event was unknown. Claim # (B)(4).